Event description:
It was reported that a sensor failure occurred. On (B)(6) 2025, the patient reported experiencing a sensor failure prior to being hospitalized for diabetic ketoacidosis (dka). During the report, the patient was unable to provide additional details regarding the event, stating that she ¿smokes weed every day¿ and- could not recall any specifics. No information was available regarding symptoms, treatment, or medical interventions related to the incident. At the time of the report, the patient indicated that she was ¿feeling better.¿ although the report states the patient was hospitalized, the length of time in the hospital (less than or more than 24 hours) is unknown. No product or data was provided for investigation. The allegation and probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.